Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. Engineering was unable to replicate and confirm the root cause of the event. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Total lap hyst - "after inserting the trocar, the pa, (B)(6), was driving the 5mm scope through the trocar. Upon looking around the abdomen she found a "gasket" or a small piece sitting on top of the bowel, below where the trocar had been inserted. They retrieved the gasket and kept the trocar. They gave me both pieces with the belief the gasket may have come from inside the trocar, however you can see a plastic gasket in the trocar they returned. The product has been washed multiple times and bagged." Patient status - unknown.